Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a hip glenolabial repair surgery the osteoraptor anchor was fractured during implanting. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information: a1, a2, a3, a4, b5 and h6: health effect - impact code.

Event description:
It was reported that, during a hip glenolabial repair surgery, the osteoraptor anchor was fractured during implanting. Surgery was successfully completed after non-significant delay, using a back-up device in the originally drilled bone hole, the insertion site was prepared with a 2.3 mm size tool. The broken pieces were removed from the bone hole, however, it is unknown how. No further complications were reported.

Manufacturer narrative:
H10, h3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and several lengths of cut suture were returned. The anchor was not returned. The returned items have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.